Manufacturer narrative:
Exact date unknown, event occurred seven years ago from the date the manufacturer was made aware. Explant date: 2014.

Event description:
It was reported that the patient was no longer receiving an adequate stimulation and underwent an ipg explant procedure. No further information has been obtained despite good faith efforts.